Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. "Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2020. Visual analysis of the photographs a device appears to be intact has red and yellow particles above the surface. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4):covid-19 quality plan - complaint handling. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device has been explanted. Right side.